Event description:
Patient reports a recalled right hip replacement. Patient reports having hip revision surgery during which the surgeon alleges muscle deterioration and a torn abductor tendon. Patient also reports weakness due to torn tendon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported muscle deterioration is considered to be under the scope of this recall. No further investigation is required.

Manufacturer narrative:
Reported event: an event regarding altr involving an rejuvenate modular device was reported. The event was confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been other events reported for the lot code. These events were determined to be within the scope of ra 2012-067. Clinical review - a review of the provided medical records and x-rays by a clinical consultant indicated: patient had right hip revision surgery during which the surgeon alleges muscle deterioration and a torn abductor tendon. Patient has weakness due and trendelenburg gait due to torn tendon. Medical records report the original stryker rejuvenate stem has been called. Within the medical records was laboratory results documenting significantly elevated cobalt and chromium levels. A mars MRI showed a large fluid collection with a pseudotumor and tearing of the abductors. Theses findings were confirmed in the operative report from the revision surgery. The post op x-ray showed evidence of an extended trochanteric osteotomy, a revision hip stem and an extended trochanteric dall miles claw/plate. The surgeon repaired the tendon back to the trochanter. Elevated metal ions pseudotumor and tearing of the abductor mechanism is confirmed. The root cause of this mechanical and biologic complication cannot be determined from the documentation provided. Conclusions: it was reported that the patient went through revision surgery. Medical records were provided to review and stated that - a review of the provided medical records and x-rays by a clinical consultant indicated: patient had right hip revision surgery during which the surgeon alleges muscle deterioration and a torn abductor tendon. Patient has weakness due and trendelenburg gait due to torn tendon. Medical records report the original stryker rejuvenate stem has been called. Within the medical records was laboratory results documenting significantly elevated cobalt and chromium levels. A mars MRI showed a large fluid collection with a pseudotumor and tearing of the abductors. Theses findings were confirmed in the operative report from the revision surgery. The post op x-ray showed evidence of an extended trochanteric osteotomy, a revision hip stem and an extended trochanteric dall miles claw/plate. The surgeon repaired the tendon back to the trochanter. Elevated metal ions pseudotumor and tearing of the abductor mechanism is confirmed. The root cause of this mechanical and biologic complication cannot be determined from the documentation provided. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall. No further investigation is required.

Event description:
Patient had right hip revision surgery during which the surgeon alleges muscle deterioration and a torn abductor tendon. Patient has weakness due and trendelenburg gait due to torn tendon. Medical records report the original stryker rejuvenate stem has been recalled.